Manufacturer narrative:
The product was not returned for investigation, because it is still implanted. Possible root causes for the complained issue are: bone was hard with resulting high torques. Application of unintended loads (forces, speeds, etc.). Collision with other implant or instrument.

Event description:
Screw head twisted off while surgeon was inserting into pt. The shaft was left in the pt.